Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, and cystoscopy due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary/ bowel problems, dyspareunia, vaginal scarring and other. It was reported that patient underwent surgical procedures urethrolysis and cystoscopy for mesh explant on the (B)(6) 2012 due to urinary incontinence and bladder outlet obstruction. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with mccall culdoplasty.